Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the procedure was complicated due to capsular damage and vitrectomy. The surgeon planned to implant the lens in the sulcus. However, upon lens insertion a bent haptic was noticed. The incision was enlarged to remove the lens and a backup lens was implanted in the sulcus without difficulty. A suture was used to close the wound. Additional information was requested but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found that the optic had been cut or torn to the center. One haptic was bent. The other haptic was not damaged. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. Device history records (DHR) were reviewed and no discrepancies were found. Based on available information, the root cause of the reported lens damage (bent haptic) could not be conclusively determined. However it is likely that, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Event description:
Reportedly, the patient had vitreous prolapse prior to iol insertion. The suture placed during the surgery was not a part of standard protocol. Currently, the patient has 20/40 vision with correction and is doing well.